Event description:
Recommended asr revision.asr xl acetabular system - bi-lateral.update - (B)(6) 2011: patient was revised for unknown reasons.

Manufacturer narrative:
Event date, event description, contact information, remedial action recall. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: left hip reason for revision received (B)(4) 2012. Reason(s) for revision (left hip): alval / soft tissue reaction.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate..

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ recommended asr revision. Asr xl acetabular system - bi-lateral update - 31 oct 2011: right hip product lot no: 1817900; 1827184; 1852440. Product serial no: (B)(4). Left hip product lot no: 218541; 2212401; 2092311. Product serial no:(B)(4). Update: right hip reason for revision received 28 may 2012. Reason(s) for revision (right hip): alval / soft tissue reaction. Update: additional hospital and left hip reason for revision received 28 may 2012. Reason(s) for revision (left hip): alval / soft tissue reaction update - added additonal hospital, taken from claimsuite dated 15th march 2013 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.